Event description:
Customer reported with an issue of power circuit is short, tripping the gfi breaker. The issue found during leak testing at the facility washing room. There was no patient involvement on this event, no user injury reported due to the event. Device evaluation found the device tube is contaminated. The power switch is broken. This report is being submitted for contaminated tube and broken power switch found on device evaluation.

Manufacturer narrative:
The subject device was inspected and tested. The customer reported issue of power circuit is short, tripping the gfi breaker was not able to be duplicated as device when tested found able to power on/off normally ,however, it was determined that the main power switch was installed in wrong direction. Furthermore, service repair inspected the unit and removed top cover and noticed that the main power switch on the unit appeared to have been tampered. The print labels on main power switch should face on the other side. The main power switch was installed in wrong direction. This caused unit to turn on at ¿off¿ setting. In addition, a worn out connector , and was rusted was observed. Additionally, the following findings during inspection were noted on the device: worn out air joint unit. Air pump flow rate measured out specifications. Dirty and contaminated air pump tubing. Main power switch cracked and missing power switch cover. Bottom chassis rusted, paint peeling off on front panel. Four ( 4 ) suction feet @ the bottom with weak suctioning power. Fan is running normal. The rest of other functions tested normal. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event (contaminated tube and broken power switch) was unable to be identified. Olympus will continue to monitor field performance for this device.